Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted only the dislodged stent was returned. The sds was not returned. There was blood visible on the struts, which is consistent with handling and the stent having been in the patient anatomy. The entire length of the stent was stretched. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the severely calcified and tortuous lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have subsequently led to the stent dislodgement. The dislodged stent was retrieved from the patient anatomy by a snare device, likely contributing to the damage noted to the stent. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that the stent delivery system (sds) failed to cross a severely calcified and heavily tortuous lesion. During the process of withdrawing the sds, the stent dislodged. The stent was retrieved from the patient with a snare device. The operation was completed with another same size stent. No resistance was felt during removal of the sds. No additional information was provided.